Event description:
Heparin gtt was initiated at 5 ml/hr (500 units/hr). Pharmacy audit shows all information sent from the emr to the pump was done correctly by nursing, 11 seconds after drip started, the pump changed the rate to 50ml/hr. The information coming from the pump to the emr showed the rate changed but the dose remained at 500 units. The nurse entered the room and noted the increased rate on the pump, stopped the drip and notified the md and unit supervisor. The emr was reviewed by the rn and noted the increased rate. The pump was pulled from service and sent to our (B)(6) rep for interrogation. FDA safety report ID # (B)(4).